Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the abdomen. The cgm was reading 130 mg/dl, so the patient dosed 20 units of unspecified insulin before a meal. About 2 minutes after the insulin bolus, the patient passed out and lost consciousness. The patient's sibling checked the bg which was 42 mg/dl and called an ambulance. The bg was 31 mg/dl en route to the hospital. The patient was treated in the emergency department by unspecified means for hypoglycemia and recovered after treatment. He was observed overnight before being discharged home the following day. There was no additional documentation of further medical intervention. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. Health effect: impact code: f1005 overdose.